Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient implanted for post lumbar laminectomy syndrome. It was reported that the patient is reporting abdominal stimulation. No external contributing factors were reported. The rep indicated that they will be meeting with the patient on (B)(6) 2018. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) (B)(6) 2018. It was reported that the patient was being referred for a full system replacement due to end of life of battery. The patient also wanted MRI compatible leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician decided to replace the patient¿s device with a different manufacturer. No further information was able to be provided. No further complications were reported or anticipated.